Event description:
It was reported that during insertion of two guide wires, both tips of the wires were broken off. The broken pieces were retrieved. The procedure was completed without any further incident. No patient complication was reported.

Manufacturer narrative:
(B)(4). Device was received in the manufacturer for evaluation. The evaluation is in process. The follow up report will be sent after the evaluation is completed. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
Visually confirmed the guidewires are broken off approximately 21 and 28mm from the tip, respectively. Microscopic examination of the guidewires identified circular witness marks and gouges noted both above and below the fracture of both instruments. It is noted that this instrument is utilized under power as a functional drill bit. The guidewire is inserted into the cannulated trocar during usage. If the guidewire were off-axis during usage, this could create a pinching effect at the tip of the trocar during usage, allowing the sharp of the trocar to cut into the guidewire. The location circular witness marks and gouging of the instruments are consistent with off-axis orientation of the guidewire during usage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.